Manufacturer narrative:
Unique device identification (UDI): (B)(4). The valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: device history record (DHR) - lot 3689980, conformed to the specifications when released to stock on the 30th april 2019. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The catheters were visually inspected the ends of the catheters are clean cut. The position of the cam when valve was received was 140mmh2o. The valve was hydrated. The valve passed the test for programming,, occlusion, reflux, siphon guard and pressure. The valve was leak tested, only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve or catheters at the time of investigation. The potential cause of failure for the catheter fracture problem reported by the customer could have been due a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance.

Manufacturer narrative:
Additional information received: the ruptured catheter was confirmed as a lumbar catheter from kaneka, not integra.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported catheter fracture of a certas plus valve. The valve was implanted via l-p shunt with unknown settings. The valve was replaced due to the lumbar catheter fracture.